Event description:
The healthcare provider (hcp) stated patient experienced frequency, incontinence and retention. The healthcare provider (hcp) stated patient just finished antibiotics so he shouldn't have a uti. The healthcare provider (hcp) stated patient has this implanted for bowel control. The healthcare provider (hcp) stated patient was on hospice and they really weren't sure what this device was. The healthcare provider (hcp) stated patient doesn't think anyone has used the patient programmer. The healthcare provider (hcp) stated patient was currently on program 3 at 1.4v and stimulation was on. The patient¿s indicators were for fecal incontinence/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the caregiver reported that the device was completely off. The hcp reported that as of (B)(6) 2017 the patient was doing fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.